Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant in the rv septum due to loss of capture secondary to the helix being bent and unable to retract. The physician performed seventeen turns using the rotation tool. This rv lead was replaced with the same model, not implanted and will not be returned. No adverse patient effects were reported.